Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that sometimes it scrolls past the number he wants when programming a bolus or it gets stuck and ramps all the way up. Customer stated that the esc button and the act button are sometimes unresponsive. Customer stated that there was no exposure to moisture. Customer took out the battery but the button error continued. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No display anomaly or button error alarm was noted. The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.